Event description:
It was reported that a ¿black spot¿ was observed inside the patient line of the homechoice cassette. This was observed during set up of the device for peritoneal dialysis therapy. The patient used a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.